Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge, and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and to use room temperature insulin. A supply change was performed resolving the occlusion. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump.